Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in the inner surface of the device, and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening, wear abrasion, and total delamination of plug strap disk shell. A dimension measurement in the shell was performed which identified the shell thickness within the specification. The fill inspection was performed which identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening assessed as an unidentified tear opening, and total delamination of the plug strap disk shell due to adhesive failure. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.